Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0jvrh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there was no stimulation sensation. There was a loss of therapeutic effect. The symptom reported was a loss of bowel control. The symptoms occurred following the implant. There was no known accident or incident related to this complaint. The patient met with their health care professional (hcp) on (B)(6) 2015 and the hcp told the patient the stim was not working. The patient did not have a 50% reduction in symptoms. The therapy seemed to help for a while and then the symptoms increase again. Their symptoms were about the same as before the implant. However, there was improvement during the trial. The symptoms seemed to be increasing recently. It was reported that the patient programmer was not working. The spouse of the patient changed the aaa batteries and this resolved the issue. The patient had an appointment scheduled for (B)(6) 2015 with another hcp. It was further reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. There was not a 50 percent or greater symptom reduction. The patient experienced a sudden loss of therapeutic effect and a sudden loss of stimulation. The cause of the event was determined, it was not device related, and reprogramming was needed. The patient had an appointment on (B)(6) 2015 and was reprogrammed. No troubleshooting, interventions, or other actions were taken to resolve the event. The patient recovered without permanent impairment.